Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Impedances were tested and found to be in range. The issue is still occurring. It was stated that there is no dbs wire under the area affected. The patient¿s healthcare provider (hcp) does not know the cause of the issue. The patient was scheduled for an MRI to evaluate the issue further.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an intermittent 5-10 minute paresthesia over their right ear on their skull about the size of a silver dollar. They said it occurred with the dbs stimulation on and continued, with less intensity, even after the device was off. The paresthesias occurred about every 2 hours or so in the morning and afternoon. There were no falls and no evidence of electromagnetic interference (emi). The device was on at the time of the report. Impedances have been taken and were taken today, they were all normal. A head and neck series x-rays were ordered and no breaks were seen. The device was turned off and turned back on during this report. The rep was in the appointment for one hour early afternoon and the patient didn't have this paresthesia at that time. The neurologist was trying to determine the possible cause of the paresthesia. They were unsure if it had anything to do with the dbs device since it also occurred when the stimulation was off. The patient reported that the paresthesia presented like a tens type stimulation over their right ear. The extension wires were about 3 inches posterior to this area. The physician was unsure if it was relate d to device. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was asked if there was a possibility of surging when the device was off. It was noted there may have been a patient with this issue.